Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that at the patients post implant follow-up, a loss of capture was observed on the lead. The lead was explanted and replaced.

Event description:
A review of data showed anomalous sensing values had occurred as well.